Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a motor error alarm and a no delivery alarm. The customer's blood glucose ranged from 300 to 500 mg/dl. The customer was treated with a manual injection. The caller declined to return the insulin pump, set, and reservoir for analysis. The customer's insulin pump was replaced.